Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity and magnet rate have been at <0.5 years and 90 respectively for the past 7, and has brought the health care professional (hcp) some frustration with the patient not enrolled in remote monitoring. The patient is pacer dependent and follow up has been intensified. However, boston scientific technical services (ts) said that this ICD device was nearing elective replacement indicator (eri). This pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header and body fluid contamination in the lead barrels. Further inspection found that the ra negative seal plug had a cut running through it from top to bottom. All seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker device showed a magnet rate of 90 and a battery status of less than 0.5 years remaining for 7 months. This had brought the health care professional (hcp) some frustration with the patient not enrolled in remote monitoring. The patient is pacer dependent and follow up has been intensified. However, boston scientific technical services (ts) said that this pacemaker device was nearing elective replacement indicator (eri). This pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that this pacemaker device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.